Manufacturer narrative:
One of the optional features of minuet 2 beds is ability to raise and lower safety sides for patient¿s comfort or as a requirement for treatment. The claimed side rail is built from two bars connected by the straps. In received complaint the safety side slid out of the rail holders. The device evaluation cofirmed the issue. The spring and catch were found on the floor. The manufacturer analysis revealed that the claimed damage may occur when too much force is applied on the side rail during its operation. The instructions for use dedicated to minuet 2 (IFU 746-396) describes step by step how to lower and raise the safety side: " to lower the safety side: hold the plastic moulding at the foot end of the bed and lift the rail slightly. Press and hold the release button on the safety side end pillar. Lower the safety side to its bottom position. Repeat this procedure at the head end of the bed." The IFU also warns: " always hold the plastic moulding at one end of the top rail when raising or lowering the safety side. Do not allow the safety side to drop as this may damage the safety side." Arjo device failed to meet its performance specification since the side rail fell off the rail. The patient was on the bed when the issue was observed. The patient sustained discomfort (not serious injury). The complaint was assessed as reportable due to safety side sliding out of the rail.

Manufacturer narrative:
The evaluation is ongoing. The results of the evaluation will be provided to the follow-up report.

Event description:
Following the information provided, the safety side slid out of the rail holder. The patient was lying on the bed. It was claimed that such event caused patient discomfort.